Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number unknown, and the reported event could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The heartmate 3 device serial numbers, as well as other specific case/patient information, were not available. The relevant sections of the device history records for the heartmate 3 left ventricular assist system (lvas) were unable to be reviewed as no device identifying information was provided. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "heartmate touch communication system", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c states that the heartmate 3 lvas can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a patient was having difficulty with electromagnetic interference (emi) while using their cardiomems and it was confirmed the patient has a left ventricular assist device (lvad). The patient was having issues with emi and taking readings. After troubleshooting, reading and transmission was successful.

Manufacturer narrative:
Section a: patient information not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information." No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.